Manufacturer narrative:
Additional information: d9, g3, h3, h6, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that one suture and one needle. The needle was received broken at the swage. The swage end of the needle was observed to be attached to the suture. Upon microscopic inspection, instrument marks were observed near the break site. It was reported that the needles detached. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue can occur if the needle is grasped near the swaged end or the tip and could cause bends, breaks, or damage the connection between the needle and suture. The evaluation detected an unreported condition: broken needle. Functional testing found on the opened complaint device was precluded as the needle was returned broken. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments, such as forceps or needle holders. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted on the opened samples there was one suture and one needle. A breather pouch and one black suture inside a plastic clear bag was observed in the image provided. A needle could not be identified in the image. It was reported that the needle detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: broken needle. Visual inspection on the opened samples noted that the needle was received broken at the swage. The swage end of the needle was observed to be attached to the suture. Upon microscopic inspection, instrument marks were observed near the break site. The product analysis noted evidence that the device was not used as intended. This issue may occur if the needle is grasped near the swaged end or the tip and could cause bends, breaks, or damage the connection between the needle and suture. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments, such as forceps or needle holders. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sn: (B)(6) monosof* 5-0 blk 45cm p10 x12, (lot#: d4g4204fy) sn: (B)(6) monosof* 5-0 blk 45cm p10 x12, (lot#: d4g4204fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, the three needles detached while being removed from the retainer and prepared for suture prior to patient incision. A new suture was used without issue. There was no patient involved.